Event description:
It was reported by the hospital that the patient underwent an initial hip procedure on an unknown date and subsequently was revised on an unknown date due to pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.